Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The DHR for lot 25640 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Additional information was requested, and the following was obtained: do you have the linx product code? Lxmc15. Do you have the lot number and serial number (if applicable)? Lot# is 25640. On what date was the device implanted? (B)(6) 2020. On what date was the device explanted? (B)(6) 2020. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, at night, etc., )? Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was done and have they received the test results? Do we have permission to contact the physician that performed the explant? If yes, what is the surgeon's name, address and telephone number. Did they have an autoimmune disease? Has the patient been prescribed medication? If yes, why was the medication prescribed? Was the medication prescribed to treat the dysphagia, gerd, etc. Were they taking this medication prior to implant ? Are they currently taking steroids / immunization drugs? Prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? When using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Will the device be returned for analysis? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that post-operative an linx implant, patient is having prolonged dysphagia and would like the implant removed. Device remains implanted.